Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis found no fault or out of specification conditions. Temperature tests prior to repair revealed the following results in the timeframe of one (1) minute: t1: 84 degrees f ¿ t2: 83 degrees f.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned¿evaluation is anticipated but not yet begun.

Event description:
It was reported that an indigo high speed otologic drill "got hot during use". This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.